Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to back bra line (B)(6) 2017 using coolcore, to bilateral love handles and inner thighs on (B)(6) 2017 using coolcore, to front bra fat on (B)(6) 2017 using coolmini and to arms and back bra line on (B)(6) 2017 using cooladvantage who developed paradoxical hyperplasia (pah/ph) to back bra fat and flanks mainly but also inner thighs and under arms, this was diagnosed on (B)(6) 2019.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to back bra line on (B)(6) 2017 using coolcore, to bilateral love handles and inner thighs on (B)(6)2017 using coolcore, to front bra fat on (B)(6) 2017 using coolmini and to arms and back bra line on (B)(6) 2017 using cooladvantage who developed paradoxical hyperplasia (pah/ph) to back bra fat and flanks mainly but also inner thighs and under arms, this was diagnosed on (B)(6) 2019.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to back bra line on (B)(6) 2017 using coolcore, to bilateral love handles and inner thighs on (B)(6) 2017 using coolcore, to front bra fat on (B)(6) 2017 using coolmini and to arms and back bra line on (B)(6) 2017 using cooladvantage who developed paradoxical hyperplasia (pah / ph) to back bra fat and flanks mainly but also inner thighs and under arms, this was diagnosed on (B)(6) 2019.